Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced painful rib stimulation due to lead migration which was confirmed via x-ray. The patient underwent a revision procedure wherein the lead was repositioned and the patient was doing well postoperatively. The lead remains implanted in the patients body.